Manufacturer narrative:
The reliability analysis inspected seven opened and or used enlite sensors and performed visual inspection and found two out of the seven sensors with cannulas broken and parts were missing. It was unable to be confirmed that the customer received sensors in said condition due to customer returning opened and or used. The five remaining sensors performed bicarbonate buffer test per. One of the five sensors failed due to no isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per spec. The four remaining sensors passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are having issues with the sensor error alarms. The customer's blood glucose level at the time was 337mg/dl. The customer states they treated high levels with the pump. Troubleshooting was conducted, and the customer is returning the sensors and receiving replacements.